Event description:
It was reported that during unpacking for an embolization procedure, difficulties opening the package occurred and the device became contaminated. The lesion being treated was located in the right iliac artery. Outside of the pt, while unpacking in preparation for the procedure, the staff stated that it was difficult to open the device package, the 28mm x 20 cm coil was contaminated during efforts to open the package. The procedure was completed with another of the same device. No pt injury or complicating were reported. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.